Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial# (B)(4), implanted: (B)(6) 2013, product type recharger; product ID 37746, serial# (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3888-56, lot# v525986, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that it was unknown if action was required as a result of the event. It was noted that impedance testing and reprogramming were done. It was noted that the patient occasionally felt a shock at the battery site if he turned the voltage up. It was noted that the patient did not know when this started but ¿maybe a month.¿ it was noted that this had occurred when the ins was off as well. It was noted that impedances on all electrodes were within normal limits. It was noted that it did not occur during reprogramming on the day of report. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient experienced a burning sensation at the device pocket. Additional information received reported that the patient had an appointment on (B)(6) 2014 for further evaluation. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen by the doctor and it was showed that the epidural lead was a little midline. It was noted that the doctor would like this further over to the patient¿s left side to cover the rib pain better and to be more like the trial. It was noted that the doctor would put another lead and schedule this for some time soon. It was noted that the doctor did not have any explanation for the patient¿s battery causing any stinging as this occurred when the battery was on and off. It was noted that there were no other interventions planned at the time of report. It was noted that the patient stated that he continued to get at least 50 percent or greater pain relief. It was noted that the patient used the device 97 percent of the time. It was noted that all impedances were within normal limits. Additional information received reported that there was nothing further for battery issues to do per the doctor.

Manufacturer narrative:
(B)(4).